Manufacturer narrative:
The subject ch-s190-xz-e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following things. There was the dent on the camera cable of the subject ch-s190-xz-e, and the omsc engineer who evaluate the subject ch-s190-xz-e felt electrical stimulation in the hand only when the engineer gripped near the dent. The water tightness and the performance of the subject ch-s190-xz-e were in the specification. Based on the evaluation results, omsc considers that the reported event was caused by the dent of the camera cable. There was a possibility that the feeling of the electrical stimulation was caused by following. The shielding effectiveness of the coating of the camera cable deteriorated due to the dent, and an electrical current flowed to the user when the user touched the vicinity of the dent. There was a possibility that the dent of the camera cable was caused by inappropriate handling by the user. The instruction manual states the proper handling method of the ch-s190-xz-e and the corresponding method in case of abnormality.

Manufacturer narrative:
The subject ch-s190-xz-e was returned to olympus for evaluation. Olympus will investigate the subject ch-s190-xz-e to determine the cause of this phenomenon from now on.there were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified surgery of the large intestine with the ch-s190-xz-e, the user who handle the subject ch-s190-xz-e felt electrical stimulation in user¿s hand. The user replaced the subject ch-s190-xz-e to an unspecified device and completed the procedure. There was no report of the patient¿s and the user¿s injury regarding this event.